Event description:
A report was received that the patients remote control (rc) could not communicate to the ipg as the pocket was too deep. The patient underwent a pocket revision procedure wherein the ipg was superficially implanted. No device malfunction was suspected. The patient was doing well postoperatively.